Event description:
The manufacturer received information that a trilogy evo ventilator to have had a ventilator inoperative alarm occur. There is no harm or injury reported. The ventilator was replaced by the philips sales representative. During operational verification, the ventilator inoperative alarm was alarm was reproduced during an operational check. The log revealed an occurrence history of error code e-155 error, indicating the machine flow sensor drift above the specification. As a corrective action, repair work was performed, and the e-155 error code ceased to occur. Restoration work was performed as corrective action, and the e-155 error code no longer occurred. However, the flow sensor was replaced preventively to prevent recurrence as a precaution. The device passed final testing and was confirmed to operate properly.